Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt was readmitted for symptoms for driveline infection. The pt presented with fever, chills, and vague abdominal pain. An internal driveline infection was confirmed on CT. A small tear was found in the distal portion of the external driveline, which had "green fluid" which could be milked out of the tear site.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.